Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint "suction irrigator could not be removed through the trocar". The instrument main tube was passed through an in-house cannula without issue. A review of the log showed no errors. Additional observations not reported by site that was not related to the customer reported complaint: the distal end of the instrument, grip tip and snake wrist were missing.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer observed the suction irrigator instrument could not be removed from the trocar. It was noted the trocar was removed with the suction irrigator instrument. There was no reported injury. Per medwatch form attached: during robotic-assisted sigmoid colectomy; mobilization of splenic flexure and icg arteriography, davinci suction irrigator could not be removed through the trocar. Trocar removed with suction irrigator. Stab incision was made in the left upper quadrant in the midaxillary line with 11 blade scalpel. Through this a veress needle was put in place and free flow of saline was identified flowing into the abdomen to confirm abdominal entry. Abdomen was then insufflated to 15 mmhg pressure. We then marked out our 4 trocar sites in the upper abdomen and transversely we placed three 8 mm trocars and a 12 mm trocar in the right lower quadrant. Our initial entry was made using visiport technique and all others were visualized coming into the abdomen. Small bowel contents were swept out of the pelvis using laparoscopic instruments. Unfortunately, we are having a difficult time getting this retracted out of the abdomen so I elected to defer this so that we can do this with the da vinci. The da vinci system was then brought onto the operative field and docked into place. All robotic instruments were then visualized coming into the abdomen. At this point time I proceeded on the console to perform the colonic resection. Findings: significant inflammation and plastering of the sigmoid colon to the left pelvic inlet. This was essentially folded on itself right here and in the presacral space. Small bowel mesentery was socked into this as well but this was able to be pulled away. There was clear evidence of pus in the pelvis and this left pelvic inlet that we drained laparoscopically. Condition: stable. Intuitive surgical, inc. (Isi) followed up with the risk manager and obtained the following additional information: the risk manager provided the system number ak3977. It was confirmed that no fragments fell into the patient. The procedure was completed robotically with no patient injury or harm.